Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Post haemodialysis, noticed bleeding from under exit site dressing. On review, hole seen in white part of catheter where it connects to plastic wings. Patient had to go to theatre for a new cvc.